Event description:
It has been reported to philips that fluoroscopy and cine were not working. It is unknown if the system was in clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the fluoroscopy and cine were not working. The fse performed the troubleshooting and found that the host pc os disk failed due to device programming error and not receiving image detector. The fse did the host pc os disk and image disk reset, recreated the image store data and downloaded onboard software for fdc and ippc. After the resetting the host pc os disk and image disk, recreating the data and downloading onboard software, the system was returned to use in good working order. The codes were updated based on the investigation outcome.